Event description:
Information was received from a patient's representative regarding an external device. The reason for call was that the controller was in another language. Caller said that the device hadn't been working and that the pt wasn't sure they were doing what they were supposed to due to the controller being in another language. No device found appeared when the controller was unlocked. Pt said in the background that they needed the ins charged so bad since they were in so much pain. Pt said that the ins hadn't been charged for weeks now since they couldn't get it going. Pt said that they didn't know what caused the controller to go in another language and they forgot how to charge the ins. Patient services (pss) had the caller attempt to recharge the ins, however, no device found appeared. Pss reviewed passive recharge mode with the caller and had the caller press recharge on the no device found screen. Caller saw the three numbers as 0 0 0 on the trying to recharge screen. Pt said that they had the recharger right on their skin. Repositioning the recharger did not resolve the issue. Pt mentioned that they had to have the recharger replaced once since the cord was worn through. Caller said that the recharger cord looked perfectly fine but that maybe there was a short or something in the recharger. Caller also mentioned the rtm was getting hot.  The issue was not resolved. Patient representative (rep) called back stating that they still have the controller in another language and can't get the implant to take a charge. Patient services (pss)walked caller through passive recharge mode. After several minutes controller shows recharging- pss walked caller through turning language back to english. Caller stated they will charge implant, then turn therapy on and then charge controller.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger product ID 97745 serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3. Analysis found that there was a recharge antenna failure, final test low reading is 0. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.